Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5x 32mm stent delivery system was returned. A visual examination found stent strut row's 1 to 13 on the proximal end of the stent undamaged. Stent moved from original crimped position 4mm from the distal end of the proximal marker band. The distal struts were pulled in a distal direction extending over the distal tip for a length of 18mm from the distal end of the distal markerband. A visual examination of the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The maximum crimped stent profile was measured. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the returned device all meet the specification. A visual and tactile examination found a hypotube kink 535mm distal to the strain relief. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage on the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mm x 32mm synergy¿ drug eluting stent was selected for use. However, during unpacking of the device, it was noted that the stent was not mounted on the balloon. The device never went inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mm x 32mm synergy¿ drug eluting stent was selected for use. However, during unpacking of the device, it was noted that the stent was not mounted on the balloon. The device never went inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.